Event description:
This case reported by a health care professional, concerns a female pt with a history of ctcl (mycosis fungoides). In 2006 during the final cycle of an extracorporeal photopheresis (ecp) treatment, the operator noted that the blood leak alarm was triggered for the centrifuge bowl (size xt 125 cc). It was observed that small clots had formed outside the top of the bowl. It also appeared that blood had leaked from both the inlet and outlet connections of the bowl. No blood was ejected from the centrifuge. Blood was unable to be returned to the pt and the estimated blood loss was approx 400 ml. The pt did not complain of dizziness and was subsequently sent home. The treatment schedule for this pt was 2 days of treatment every 4 weeks. Follow up indicated that the 400 ml blood loss was comprised of plasma, buffy coat, red blood cells, and saline. The proportion of red blood cells was unable to be estimated.

Manufacturer narrative:
Device was not returned for evaluation. The pt was sent home and no medical intervention was taken. The leak was at the rotating seal area. Leaks in this area can occur if back pressure is applied to the upper bowl seal area in excess of approx 120 mmhg. There is a leak detector in the centrifuge that detected the leak and stopped the treatment. Back pressure can be caused by occlusions or clots downstream from the bowl. The current defect rate for 2006 for seal failure is 0.27%.